Event description:
It was reported that the customer received recurring no delivery alarms. The customer's infusion set had a slight curved cannula. His blood glucose level was 415 mg/dl. The insulin pump alarmed no delivery while troubleshooting. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 4 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Reference medwatch 3004209178-2015-50930 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.